Manufacturer narrative:
The report from the field indicated that the pt underwent a (pci) percutaneous coronary artery of a distal and tortuous vessel and during the advancement of a 2.5x13mm cypher stent, the guidewire support was not suitable. As a result, the stent delivery system would not cross the target lesion. Therefore, the cypher stent was removed, no add'l info was provided. There was no pt injury reported with this event. When the unit was received by the failure analysis lab, two bent stent struts were noted (during the decontamination process) at the proximal portion of the stent. The clinical impression noted that the target lesion was reportedly tortuous and distal. It was stated that there was not adequate guidewire support. There was no add'l details regarding the lesion or procedure available. The lesion characteristics of tortuosity and being distal could have affected the ability of the stent to cross especially without adequate support from the guide catheter. These factors may have contributed to the event and the product cannot be solely implicated in this event. The following analysis has been performed on the returned product: visual analysis: the analysis confirmed the observation of the decontamination tech that the unit had two bent struts at the proximal end of the stent. The bent struts did not appear to be otherwise broken or distorted. No other anomalies were observed on the stent or on the remainder of the unit. The unit had been used in a medical procedure as evidenced by the blood which was present on the stent. Functional analysis: the functional testing was not performed on this unit due to the presence of the two bent struts. Dimensional analysis: the returned (sds) stent delivery system catheter's tip inner diameter, body outer diameter and stent profile were measured and found to be within dimensional specs. Microscopic analysis: the analysis of the stent showed that the stent was intact and with the exception of the two bent struts (and neighboring struts which were slightly expanded) the stent appeared fully nested on the balloon. The bent struts were the only anomaly noted. No cracks or breakage of the stent was seen during microscopic eval. Device catalog and lot history review: this is the first report of this type received for this sterile lot number to date and the first report of this type for this catalog number in the past six months prior to this alert date. A review of route sheets was performed for this sterile lot number, and the stent retention values and crossing profiles were reviewed and met the quality requirements. Conclusion: the product met specs, and the exact cause for the reported crossing difficulty could not be determined. Stent was noticed to have uplifted struts on the proximal end that is the end of the stent furthest away from the lesion and therefore was not caused by lesion contact but may have occurred during removal by contact with the guiding catheters once crossing difficulties were encountered. Note: all cypher units are 100% inspected for proper stent crimping (at the crimping operation) prior to final packaging that precludes the possibility that the subject complaint unit was shipped with uplifted struts.

Event description:
Bend stent struts.